Event description:
The customer has been in coma and was hospitalized for low bgs. A friend found them laying in bed unconscious. Customer was disconnected from the pump and transported in the ambulance to the hosp. The paramedics gave them injections of pure sugar and by the time they arrived to the hosp the bgs had begun to rise. Customer has been off the pump since the incident and on manual injections. Customer was still in coma. The dr was speculating that the customer perhaps had a stroke. Also the customer was on dialysis and their dr was not aware of it.